Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, patient developed a rash underneath the patch and sensor. A dermatologist prescribed cortisone. No further medical intervention was required. At the time of the call to dexcom technical support, the patient was in fine condition.